Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the hospital due to blood glucose (bg) level of approximately 500 mg/dl. The cause for elevated bg was unknown. Multiple attempts were made to follow up with the customer; however, no response was received.